Event description:
Event description guidant received information that this patient had not returned to clinic for a follow-up since the implantation nine months earlier. At the present time, during interrogation, it was discovered this right ventricular endocardial lead exhibited non-capture even at 7.5 volts. Impedances ranged from 240 ohms to over 3000 ohms.